Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi and an inability to interrogate the device was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found. The cause of the anomalous component could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. The device failed to interrogate and no error message was displayed. No prior exposure to emi was noted. The device was in backup vvi. Multiple attempts to interrogate the device failed. The patient has a competitor pacemaker that controls patient's rate and could be a possible course of the issue. The device was explanted. The patient was stable post-procedure.